Event description:
It was reported that the patient called in regard to the functionality of his artificial urinary sphincter (aus) device. The patient's aus was activated nine days ago, and even though the patient reports to be drier and is leaking less, he states that he does not need to press the pump to urinate and has a full stream of urine through the pressurized cuff. The patient stated that his pump bulb doesn't appear to be flat or dimpled and is deactivated. The patient will be having a discussion and device evaluation with the physician and will follow up after his discussion.

Manufacturer narrative:
The following field was corrected in this report b2-outcomes attrib to adv event.

Event description:
It was reported that the patient called in regard to the functionality of his artificial urinary sphincter (aus) device. The patient's aus was activated nine days ago, and even though the patient reports to be drier and is leaking less, he states that he does not need to press the pump to urinate and has a full stream of urine through the pressurized cuff. The patient stated that his pump bulb doesn't appear to be flat or dimpled and seemed to be deactivated. Additionally, he stated that the device had never worked since the implant procedure several months later, the patient reported continued urinary incontinence, using four to six men's guards per day. He also expressed dissatisfaction with his current urologist but stated that a follow-up appointment was scheduled for the next day. No additional information was provided.